Manufacturer narrative:
This is the final report.

Event description:
A report was received that, during an implant procedure, the physician determined that the leads had moved. The physician attempted to reposition the leads. However, he hit a nerve root, which caused the patient pain. The procedure was aborted and the leads were explanted. The patient is reportedly doing well.